Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: regn2104. Medical device expiration date: 31-dec-2026. Device manufacture date: 17-jun-2022. Medical device lot #: refz0993. Medical device expiration date: 30-nov-2026. Device manufacture date: 26-jan-2022. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd safetyglide¿ needles from lot regn2104, 3 needles from lot refz0993, and 9 needles from an unspecified lot failed to primed during use due to blockage. The following information was provided by the initial reporter: "I would like to report an issue. We have several samples of bd safetyglide needles 25x1 (product number 305916) that fail to prime."

Event description:
It was reported that 5 bd safetyglide¿ needles from lot regn2104, 3 needles from lot refz0993, and 9 needles from an unspecified lot failed to primed during use due to blockage. The following information was provided by the initial reporter: "I would like to report an issue. We have several samples of bd safetyglide needles 25x1 (product number 305916) that fail to prime."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 29-dec-2022 h6: investigation summary: thirteen samples with no packaging blisters nor plastic shields or batch number received by our quality team for investigation. Upon visual evaluation, no defects or issues observed. Each needle was connected to a syringe with saline solution, twelve samples expelled the solution with normal flow. One needle appeared clogged. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process.